Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient called dexcom to request for a replacement for the sensor (and tandem insulin pump) that was disconnected in the hospital after being replaced by the patient prior going to the hospital. Patient mentioned that he went to the hospital due to his readings going up to 1000 because the insulin pump wasn't able to detect it. They decided to take off all devices for an unknown reason. The patient stated he had prior issues with the tandem pump before where a couple of times, he checked his cgm reading but also checked his readings (bg) and it was 150 off. The patient is using the pump as his display device. The patient was hospitalized on (B)(6) 2024. The patient stated that on (B)(6) 2024 his sugar was not high because he tested it and it was around 400 something, but the pump was not able to show readings above 400 mgdl. However, on the day of the event, the patient stated if he ate some "solid" it'll go straight through but when he eats and drinks something, it'll come up. It was doing this often. The patient started feeling light headed and decided to call 9-1-1. He was with his wife when he called 911. There was no information about treatment from paramedics. When the patient arrived at the hospital, he was admitted to the intensive care unit (ICU). When a doctor arrived, the patient's sugar was high (no values given) but advised the patient to have his kidneys checked as it's the first to be affected with high sugar readings. His kidney were being treated first for 2 days then the doctor had to treated (medications) his sugar at the latter days while being admitted. The patient was placed on IV and given insulin. The patient was discharged on a friday ((b)(65)2024). At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "patient was discharged on a friday (march 05)."

Event description:
Patient was discharged on wednesday (march 06).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced no values on the pump (cgm). The patient was home with his wife and the cgm was not detecting his values. The patient was feeling light headed, so he called 911. The ambulance took him to the hospital and there he was admitted to the intensive care unit (ICU). They took a bg reading which was 1000 mg/dl. The doctors removed his pump and dexcom device. The patient could not remember what happened after that and all he remembered was that they treated him with IV medication to decrease the bg levels. The patient was discharged after 4 days. At the time of the report the patient was good. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.